Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio downloaded the electronic records from the device and observed that the device's hybrid layer capacitor (hlc) batteries had previously depleted to zero (0), and as low as 5.259 volts, back on (B)(6) 2017. As a result, the device would not have been able to power on, or charge and shock energy at that time. Additionally, the device continually presented low battery indicators on the readiness display which should have prompted the customer to replace the device¿s charge-pak assembly in order to recharge its internal hlc batteries. Based on the information available, physio determined that the likely cause of the reported issue was use error due to a failure of the customer to properly maintain the device. Physio advises that to prevent damage to the device's internal battery, customers should always keep a fresh (non-expired) charge-pak battery charger in place, including during storage or shipping. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a low-battery indicator on the readiness display, even though they had recently replaced the charge-pak assembly. There was no patient use associated with the reported issue. Upon evaluation of the customer¿s device, physio observed that the internal hybrid layer capacitor (hlc) batteries had previously depleted to zero (0) volts which could inhibit the device's ability to provide defibrillation therapy, if necessary.